Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was broken at the distal end. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. Electrical continuity testing was performed on the instrument and passed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci s hysterectomy procedure, the user facility identified a broken cable on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.